Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no. B11715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy on (B)(6) 2011, laparoscopy on (B)(6) 2011, kidney stones on (B)(6) 2011, appendicitis on (B)(6) 2011, abdominal pain on (B)(6) 2011, lower abdominal pain on (B)(6) 2007, vaginal discharge on (B)(6) 2007, irritable bowel syndrome in 1996, multigravida and parity 3. Previously administered products included for an unreported indication: mirena. Concurrent conditions included acute pyelonephritis since (B)(6) 2009. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstraul cycle"), genital haemorrhage ("heavy/abnormal bleeding"), fibromyalgia ("fibromyalgia"), mobility decreased ("mobility issues") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015 and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, genital haemorrhage, fibromyalgia, mobility decreased and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, fibromyalgia, genital haemorrhage, hypersensitivity, menstrual disorder, mobility decreased and pelvic pain to be related to essure. The reporter commented: another removal was done on (B)(6) 2018 some of the events are still ongoing but it is not clear which fo them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion is confirmed. Pathology test - on (B)(6) 2015: fallopian tube in two parts, the longer segment measures 45mm in length x up to 6mm in diameter, and the shorter segment including the fimbria ends measures 20mm in length x 7mm in diameter. Sampled in two blocks. Fallopian tube measures 80mm in length x up to 10mm in diameter at the fimbria end. Single white fragment 4mm. In diameter, embedded as received; on (B)(6) 2018: results: uterus and cervix 75x45x20rnm with attached right ovary 30x20x 10mm. No obvious fallopian tube. Cystic left ovary 30x25x20mm. Again, no obvious fallopian tube. Serosal surface appears smooth and unremarkable. Ectocervix is slightly ragged but no abnormality on macro. On slicing, the endometrium is thin and regular, up to 2mm. Myometrium shows slight whirling and occasional small cyst like areas. No obvious abnormality on mo.cm. There is 2mm polyp in the fi.md.al region, sampled in a7. Al ·cervix. A2/a3 complementary parts of right ovary. A4 ¿ left ovary. A5/a6 e endomyometrium. A7 - polypoid area in fundus. A8 - extra sampling of cyst like area in myometrium. Microscopy: both the right and left ovaries contain functional cysts. The fallopian rubes were not included. Conclusion: uterus, cervix, ovaries: proliferative endometrjum, denuded cervix. Pregnancy test - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2014: ultrasound reveals the essure is to be correctly placed within the uterine cavity. Urine analysis - on (B)(6) 2017: abnormal, blood; on (B)(6) 2018: urine nitrite positive, leucocytes in urine. X-ray - on (B)(6) 2014: x-ray confirmed that your tubes appear blocked. Lot number: b11715; manufacturing date: 2013-03; and expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: patient aka added; essure removal information updated; events added to case "allergy symptoms", "dyspareunia", "changes to menstraul cycle", "heavy/abnormal bleeding", "fibromyalgia", "mobility issues" and "urinary/bladder problems". A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no. B11715) inserted for female sterilisation. The patient's medical history included appendectomy on (B)(6) 2011, laparoscopy on (B)(6) 2011, kidney stones on (B)(6) 2011, appendicitis on (B)(6) 2011, abdominal pain on (B)(6) 2011, lower abdominal pain on (B)(6) 2007, vaginal discharge on (B)(6) 2007, irritable bowel syndrome in 1996, multigravida and parity 3. Previously administered products included for an unreported indication: mirena. Concurrent conditions included acute pyelonephritis since (B)(6) 2009. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2015). At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion is confirmed. Pathology test - on (B)(6) 2015: fallopian tube in two parts, the longer segment measures 45mm in length x up to 6mm in diameter, and the shorter segment including the fimbria ends measures 20mm in length x 7mm in diameter. Sampled in two blocks. Fallopian tube measures 80mm in length x up to 10mm in diameter at the fimbria end. Single white fragment 4mm. In diameter, embedded as received; on (B)(6) 2018: results: uterus and cervix 75x45x20rnm with attached right ovary 30x20x 10mm. No obvious fallopian tube. Cystic left ovary 30x25x20mm. Again, no obvious fallopian tube. Serosal surface appears smooth and unremarkable. Ectocervix is slightly ragged but no abnormality on macro. On slicing, the endometrium is thin and regular, up to 2mm. Myometrium shows slight whirling and occasional small cyst like areas. No obvious abnormality on mo.cm. There is 2mm polyp in the fi.md.al region, sampled in a7. Al ·cervix. A2/a3 complementary parts of right ovary. A4 ¿ left ovary. A5/a6 e endomyometrium. A7 - polypoid area in fundus. A8 - extra sampling of cyst like area in myometrium. Microscopy: both the right and left ovaries contain functional cysts. The fallopian rubes were not included. Conclusion: uterus, cervix, ovaries: proliferative endometrjum, denuded cervix. Pregnancy test - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2014: ultrasound reveals the essure is to be correctly placed within the uterine cavity. Urine analysis - on (B)(6) 2017: abnormal, blood; on (B)(6) 2018: urine nitrite positive, leucocytes in urine. X-ray - on (B)(6) 2014: x-ray confirmed that your tubes appear blocked. Lot number: b11715 manufacturing date: 2013-03 expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device dislocation ("migrated essure") in a 38 year-old female patient who had essure inserted (lot no. B11715) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of laparoscopy, appendectomy, abdominal pain, appendicitis and kidney stones in 2011, vaginal discharge and lower abdominal pain in 2007, irritable bowel syndrome in 1996 and bacterial vaginosis, amenorrhea, overweight, parity 3 and multigravida. Previously administered products included: mirena. As concurrent condition the report mentioned acute pyelonephritis since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 57 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstraul cycle"), genital haemorrhage ("heavy/abnormal bleeding"), a first episode of fibromyalgia ("fibromyalgia"), mobility decreased ("mobility issues"), bladder disorder ("urinary/bladder problems"), device intolerance ("inability to tolerate the device"), tooth loss ("dental loss"), arthralgia ("joint pain"), urinary tract infection ("urinary tract infections"), loss of libido ("loss of libido"), endometriosis ("endometriosis"), a second episode of fibromyalgia ("fibromyalgia") and trigeminal neuralgia ("trigeminal neuralgia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015 and hysterectomy on (B)(6) 2018). At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, genital haemorrhage, mobility decreased and bladder disorder had resolved. The outcomes for device dislocation, device intolerance, weight increased, tooth loss, arthralgia, urinary tract infection, loss of libido, endometriosis, trigeminal neuralgia and the last episode of fibromyalgia were unknown. The reporter considered arthralgia, bladder disorder, device dislocation, device intolerance, dyspareunia, endometriosis, the first episode of fibromyalgia, the second episode of fibromyalgia, genital haemorrhage, hypersensitivity, loss of libido, menstrual disorder, mobility decreased, pelvic pain, tooth loss, trigeminal neuralgia, urinary tract infection and weight increased to be related to essure administration. The reporter commented: removal date also reported as (B)(6) 2015 via laparoscopic bilateral salpingectomy. Another removal was done on (B)(6) 2018. Some of the events are still ongoing but it is not clear which fo them. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.344 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: bilateral tubal occlusion is confirmed. [Pathology test] on (B)(6) 2015: fallopian tube in two parts, the longer segment measures 45mm in length x up to 6mm in diameter, and the shorter segment including the fimbria ends measures 20mm in length x 7mm in diameter. Sampled in two blocks. Fallopian tube measures 80mm in length x up to 10mm in diameter at the fimbria end. Single white fragment 4mm. In diameter, embedded as received; on (B)(6) 2018: results: uterus and cervix 75x45x20rnm with attached right ovary 30x20x 10mm. No obvious fallopian tube. Cystic left ovary 30x25x20mm. Again, no obvious fallopian tube. Serosal surface appears smooth and unremarkable. Ectocervix is slightly ragged but no abnormality on macro. On slicing, the endometrium is thin and regular, up to 2mm. Myometrium shows slight whirling and occasional small cyst like areas. No obvious abnormality on mo.cm. There is 2mm polyp in the fi.md.al region, sampled in a7. Al ·cervix. A2/a3 complementary parts of right ovary. A4 ¿ left ovary. A5/a6 e endomyometrium. A7 - polypoid area in fundus. A8 - extra sampling of cyst like area in myometrium. Microscopy: both the right and left ovaries contain functional cysts. The fallopian rubes were not included. Conclusion: uterus, cervix, ovaries: proliferative endometrjum, denuded cervix. [Pregnancy test] on (B)(6) 2013: negative. [Ultrasound scan] on (B)(6) 2013: at the fundal part of uterus there is an echogenic foci which is not a part of endometrium and looks a bit like spring- foreign body- migrated essure; on (B)(6) 2015: essure was visualized and appears to extend right up to the fundus of the uterus. It is difficult to assess if it extends out through the. Uterine wall, but it certainly extends beyond the endometrial cavity. [Ultrasound uterus] on (B)(6) 2014: ultrasound reveals the essure is to be correctly placed within the uterine cavity. [Urine analysis] on (B)(6) 2017: abnormal, blood; on (B)(6) 2018: urine nitrite positive, leucocytes in urine. [X-ray] on (B)(6) 2014: x-ray confirmed that your tubes appear blocked. Lot number: b11715. Manufacturing date: 2013-03. Expiration date: 2016-03-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events weight gain, dental loss, joint pain, urinary tract infections, loss of libido, headaches endometriosis, fibromyalgia, trigeminal neuralgia, inability to tolerate the device are added. Medical history and reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migrated essure') in a 38-year-old female patient who had essure (batch no. B11715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy on (B)(6) 2011, laparoscopy on (B)(6) 2011, kidney stones on (B)(6) 2011, appendicitis on (B)(6) 2011, abdominal pain on (B)(6) 2011, lower abdominal pain in 2007, vaginal discharge in 2007, irritable bowel syndrome in 1996, multigravida and parity 3. Previously administered products included for an unreported indication: mirena. Concurrent conditions included acute pyelonephritis since 2009. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), menstrual disorder ("changes to menstraul cycle"), genital haemorrhage ("heavy/abnormal bleeding"), fibromyalgia ("fibromyalgia"), mobility decreased ("mobility issues") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015 and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, genital haemorrhage, fibromyalgia, mobility decreased and bladder disorder had resolved and the device dislocation outcome was unknown. The reporter considered bladder disorder, device dislocation, dyspareunia, fibromyalgia, genital haemorrhage, hypersensitivity, menstrual disorder, mobility decreased and pelvic pain to be related to essure. The reporter commented: removal date also reported as (B)(6) 2015 via laparoscopic bilateral salpingectomy. Another removal was done on (B)(6) 2018 some of the events are still ongoing but it is not clear which fo them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion is confirmed. Pathology test - on (B)(6) 2015: fallopian tube in two parts, the longer segment measures 45mm in length x up to 6mm in diameter, and the shorter segment including the fimbria ends measures 20mm in length x 7mm in diameter. Sampled in two blocks. Fallopian tube measures 80mm in length x up to 10mm in diameter at the fimbria end. Single white fragment 4mm. In diameter, embedded as received; on (B)(6) 2018: results: uterus and cervix 75x45x20rnm with attached right ovary 30x20x 10mm. No obvious fallopian tube. Cystic left ovary 30x25x20mm. Again, no obvious fallopian tube. Serosal surface appears smooth and unremarkable. Ectocervix is slightly ragged but no abnormality on macro. On slicing, the endometrium is thin and regular, up to 2mm. Myometrium shows slight whirling and occasional small cyst like areas. No obvious abnormality on mo.cm. There is 2mm polyp in the fi.md.al region, sampled in a7. Al ·cervix. A2/a3 complementary parts of right ovary. A4 ¿ left ovary. A5/a6 e endomyometrium. A7 - polypoid area in fundus. A8 - extra sampling of cyst like area in myometrium. Microscopy: both the right and left ovaries contain functional cysts. The fallopian rubes were not included. Conclusion: uterus, cervix, ovaries: proliferative endometrjum, denuded cervix. Pregnancy test - on (B)(6) 2013: negative. Ultrasound scan - on (B)(6) 2013: at the fundal part of uterus there is an echogenic foci which is not a part of endometrium and looks a bit like spring- foreign body- migrated essure; on (B)(6) 2015: essure was visualized and appears to extend right up to the fundus of the uterus. It is difficult to assess if it extends out through the. Uterine wall, but it certainly extends beyond the endometrial cavity. Ultrasound uterus - on (B)(6) 2014: ultrasound reveals the essure is to be correctly placed within the uterine cavity. Urine analysis - on (B)(6) 2017: abnormal, blood; on (B)(6) 2018: urine nitrite positive, leucocytes in urine. X-ray - on (B)(6) 2014: x-ray confirmed that your tubes appear blocked. Lot number: b11715, manufacturing date: 2013-03 and expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - reporters, lab data and event migrated essure added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. B11715) inserted for female sterilisation. The patient's medical history included appendectomy on (B)(6) 2011, laparoscopy on (B)(6) 2011, kidney stones on (B)(6) 2011, appendicitis on (B)(6) 2011, abdominal pain on (B)(6) 2011, lower abdominal pain on (B)(6) 2007, vaginal discharge on (B)(6) 2007, irritable bowel syndrome in 1996, multigravida and parity 3. Previously administered products included for an unreported indication: mirena. Concurrent conditions included acute pyelonephritis since (B)(6) 2009. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2015). At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion is confirmed. Pathology test - on (B)(6) 2015: fallopian tube in two parts, the longer segment measures 45mm in length x up to 6mm in diameter, and the shorter segment including the fimbria ends measures 20mm in length x 7mm in diameter. Sampled in two blocks. Fallopian tube measures 80mm in length x up to 10mm in diameter at the fimbria end. Single white fragment 4mm. In diameter, embedded as received; on (B)(6) 2018: results: uterus and cervix 75x45x20rnm with attached right ovary 30x20x 10mm. No obvious fallopian tube. Cystic left ovary 30x25x20mm. Again, no obvious fallopian tube. Serosal surface appears smooth and unremarkable. Ectocervix is slightly ragged but no abnormality on macro. On slicing, the endometrium is thin and regular, up to 2mm. Myometrium shows slight whirling and occasional small cyst like areas. No obvious abnormality on mo.cm. There is 2mm polyp in the fi.md.al region, sampled in a7. Al ·cervix. A2/a3 complementary parts of right ovary. A4 ¿ left ovary. A5/a6 e endomyometrium. A7 - polypoid area in fundus. A8 - extra sampling of cyst like area in myometrium. Microscopy: both the right and left ovaries contain functional cysts. The fallopian rubes were not included. Conclusion: uterus, cervix, ovaries: proliferative endometrjum, denuded cervix. Pregnancy test - on (B)(6) 2013: negative. Ultrasound uterus - on (B)(6) 2014: ultrasound reveals the essure is to be correctly placed within the uterine cavity. Urine analysis - on (B)(6) 2017: abnormal, blood; on (B)(6) 2018: urine nitrite positive, leucocytes in urine. X-ray - on (B)(6) 2014: x-ray confirmed that your tubes appear blocked. Most recent follow-up information incorporated above includes: on 9-dec-2020: the following information were updated: new reporters, date of birth, race information, product indication, medical history; stop date (removal). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.